Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) alleging that her one touch ultra meter was reverting to the setup mode when attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified time on (B)(6) 2011. She stated that she manages her diabetes with pills, diet and/or exercise and due to the alleged issue denied making any changes to her usual treatment. The patient claimed 1 hour after the alleged issue started, she felt "sweaty and slightly disoriented". Reportedly the patient reported that she self treat at approximately 1:30 pm, with food and drink. There was no other device available at the time of concern. During the initial call with customer service, the agent noted that there was no information of misuse of the device and the issue was resolved after walking the patient thru the proper meter set up instructions. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.